Manufacturer narrative:
During phone troubleshooting with customer technical support (cts), the customer found the tubing on top of reagent probe b slightly loose. The customer tightened the tubing on top of reagent probe b. A service visit was initiated by cts. Per field service engineer, the customer stated the leak was corrected and the tubing had worked itself loose. The fse checked all tube fittings and found no issues. The fse verified instrument operation. (B)(4).

Event description:
The customer reported a contained leak underneath cc (cartridge chemistry) reagent probe b of the unicel dxc 600i synchron access clinical system. The instrument generated a "cc cuvette not dry before reagent dispense" error message at the time of the event. The customer was wearing personal protective equipment consisting of gloves, and a lab coat at the time of the event and there was no report of injury or direct exposure to the contained leak. Erroneous patient results were not generated. In addition to the instrument error message, the customer also noted tdm (therapeutic drug monitoring) quality control issues.